Event description:
This lead was explanted due to high thresholds and low r-waves.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion. In the distal part of the lead a rubbed through insulation was detected. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The insulation damages resulted most likely from mechanical interaction between the lead body and the nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.